Manufacturer narrative:
Evaluation of the returned ruby coil revealed that the pusher assembly was kinked, and the complaint was confirmed. The probable cause of the reported damage may have occurred due to mishandling of the device during use, as mentioned in the complaint. If the ruby coil is forcefully advanced against resistance during use, damage such as a kink may occur. The root cause of resistance could not be determined. During the functional test, resistance was encountered due to the kink in the pusher assembly while attempting to re-sheath the ruby coil, at the device could not be re-sheathed. Therefore, no further functional testing was performed. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization in the hypogastric artery using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, while advancing the ruby coil within its introducer sheath, the scrub technologist kinked the pusher assembly of the ruby coil. Therefore, the ruby coil was removed. The procedure was completed using a new ruby coil and the same lantern. There was no report of an adverse effect to the patient.